Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a procedure for l5-s1 laminectomy, facetectomy, and foraminotomy, l4-l5 and l5-s1 poster olateral fusion, non-segmental pedicle screw instrumentation, l4-s1, bilateral iliac screw fixation, bone graft with a local morselized autogenous bone from the same incision as well as allograft with cancellous chips and rhbmp-2/acs, neuromonitoring with somatose nsory evoked potentials and electromyography. Following surgery, the patient followed up with her physician. She began to develop radiating pain to her legs, nerve injury, severe back pain and bony overgrowth. The patient has never recovered from her surgery, and she continues to suffer from daily, disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2012, the patient underwent: l5-s1 laminectomy, facetectomy and foraminotomy. L4-5 and l5-s1 posterolateral fusion. Non-segmental pedicle screw instrumentation, l4-s1. Bilateral iliac screw fixation. Bone graft with a local morselized autogenous bone from the same incision as well as allograft with cancellous bone from the same incision as well as allograft with cancellous chips and bone morphogenic protein. Neuromonitoring with somatosensory evoked potentials and electromyography. Pre-operative diagnosis: grade 3 lytic spondylolisthesis, l5-s1, with foraminal stenosis and lumbar radiculopathy. On (B)(6) 2013 the patient underwent: removal of bilateral iliac screws and lateral connectors. Preoperative diagnosis: previous lumbar fusion for high grade spondylolisthesis. Symptomatic iliac screws. Indications: part of her pain was reproduced with palpation of the prominent iliac bolts. Per-op notes: "surgeons then dissected through scar tissue and identified the iliac bolts as well as the lateral connectors. The setscrews were removed from both. The surgeons then exposed the rod going from the s1 screw to the connectors and used a high speed metal cutting burr to cut the rod just proximal to the connector. Once the rod was cut, we were able to first remove the cut piece of rod and then the lateral connector. We then removed the iliac screws. This was done bilaterally."

Manufacturer narrative:
Corrected if information is provided in the future, a supplemental report will be issued.